Event description:
It was reported that the patient had an infection at the pocket site. Symptoms of redness and tenderness were noted. The physician confirmed that the infection was not device or procedure related but was due to patients diabetes. The patient underwent an explant procedure and was placed on antibiotics. The patient was doing well postoperatively. All device components were removed and were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7097049/7112640.